Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called to request a service call for this unit after an incident on a patient. According to the note left on the vent, the "power was inconsistent" and the "patient was losing volumes" and he did not know exactly what that meant. He states the unit lost all power and now will not turn on, it is unknown if the unit alarmed or not. The patient was switched to an avea ventilator and no patient compromise was noted, the settings at the time of the incident were also not known. He was able to verify that when he turns the power switch on, the ventilator does not power up. He will leave the vent as is with the patient circuit on it. Will dispatch service call under total service contract." On february 24, 2010, carefusion sent a letter to the user facility seeking additional information concerning the reported event and the condition of the patient. As of the date of this report, there has been no response from the user facility

Manufacturer narrative:
(B) (4): the following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty pressure transducer pcb. The failure of the pressure transducer pcb was most likely caused by moisture wicking up the pressure sense line into the pressure transducer on the pcb. This wicking of moisture may have been the result of incompatible device settings. The carefusion field service rep replaced the pressure transducer pcb and ran the device through a checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. Carefusion has initiated a corrective action request (car) # (B) (4) to address the issue of moisture wicking up the pressure sense line into the pressure transducer on the pressure transducer pcb.